Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log confirmed the error had occurred; however, the alarm could not be duplicated during testing. Visual inspection observed the position potentiometer contaminated from a foreign fluid. The fluid ingression is believed to have occurred during product use. The position potentiometer was replaced. After repair and recalibration, the pump was confirmed to pass all functional and delivery testing.